Manufacturer narrative:
Investigation summary: received one (1) new. List #142780438, ndehp pca ext set 10in wvalve for inspection. As received, no damage or anomalies were observed. The set was leak tested, and no leaks were observed. The complaint of tubing breaking and leaking cannot be replicated or confirmed without the return of the used set. The lot history was reviewed, and no nonconformities were identified that may have contributed to the reported complaint.

Manufacturer narrative:
The device has been received for evaluation. The investigation is pending completion.

Event description:
Event occurred regarding ndehp pca ext set 10in wvalve where the reporter stated that 2 parts of the IV snapped during infusion and the patient's drug began to leak. There was patient involvement, no adverse event and no delay in therapy as a result of this event.